Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock while sleeping. Episode review identified oversensing of t-waves and/or flutter waves. Additionally, the ventricular rate was 150 bpm, which was below the detection rate. Oversensing of the t-waves resulted in the rhythm falling into the ventricular fibrillation (vf) zone. The patient was given a holter monitor to wear for four days to determine if the rhythm was atrial or ventricular in origin. No adverse patient effects were reported.